Event description:
It was reported that the patient's right hip was revised due to dislocation of the adm/ mdm poly insert from the mdm metal liner. (Dislocation was allegedly the result of the patient having insufficient soft tissue after a previously reported revision.) The poly, metal liner, and femoral head were revised (no allegations against the revised femoral head) to another femoral head and constrained liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.